Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.

Event description:
On (B)(6) 2013, it was reported that the up and check buttons on the patient's infusion device were not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was replaced and was requested to be returned for product evaluation.